Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic coma and low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 40 mg/dl and 20 mg/dl at the time of emergency medical room came. Customer was using and had diabetic coma and she has neurological problems and cannot use insulin pump anymore. Customer stated that she was wearing insulin pump but it wasn't insulin pumps fault and it was the customer issue because she didn't treat properly. Customer was treated in emergency room. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to diabetic coma and low blood glucose on (B)(6) 2017. It was reported that the customer¿s blood glucose level was 40 mg/dl and 20 mg/dl at the time of emergency medical service dispatched.